Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 2.5 pump inserted in the left femoral for myocarditis. It was reported the patient experienced a hemorrhage at the left groin. The patient received 30 units of mannitol, adenine, and phosphate and 20 units if platelet count. Impella was later successfully weaned and explanted. No further information was provided.